Event description:
On (B)(6): staff reports they were performing an ercp procedure on a (B)(6) pt when the system fluoro failed. Staff completed the procedure using rad imaging. No reported injury.

Manufacturer narrative:
Field service engineer (fse) found the system was working when he arrived on site and after trying, was unable to reproduce the reported issue. Fse verified proper operation in accordance with hut dr service checklist and unit was returned to full service by the customer.